Event description:
It was reported that the ht70 plus ventilator generated a ¿date has reset, replace coin battery" warning message. There was no patient involvement at the time of the event. The tech support engineer (tse) troubleshot the issue with the customer. The tse recommended replacing the coin battery.